Manufacturer narrative:
(B)(4). The handle was returned without the fractured tip. Visual exam findings were: wear signs on the shank from repeated use; observed marks inferior of the shank that are along the axis which notes frequent use. Hardness test confirmed within specifications of recorded prints. The device is used for treatment. A product history search did not reveal any other reports against the related part and lot combination. The most likely cause of failure is normal wear and tear over the potential field age of the device. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported during surgery, while the surgeon was tightening screw into a four in one cut guide, the tip of the hex head driver broke off. The fragment was discarded by the hospital. Surgery was completed with no issues.